Event description:
In entering the date of treatment into the computer which is part of the unit, the date 4/6/94 which was the correct date for the treatment was entered in that sequence. The machine uses the european notation of date where the first number is the "day" followed by the "month." As a result the computer calculated the treatment sequence as if the date were 6/4/94; and therefore, calculated for the iridium decay. Thus an overdose occurred. The increased dose factor was 1.74. Analysis: the event as summarized above involves a brachytherapy treatment of a tumor of the supraglottic larynx using a catheter containing a removable iridium-182 source, which was introduced from the unit. The european notation of date is used in this unit to code for the date of use of the source. Two individuals were involved. Subsequent calculations by physicist detected the error. The dose plan for the second treatment has been adjusted to compensate for the dose the tumor received in the first brachytherapy treatment. With this adjustment in the dose for the second treatment, no long term effects would be expected. The outcome for the treatment of this tumor should not be adversely affected. Standard follow-up is indicated for a tumor of the supraglottic larynx which is easily visualized by indirect mirror exam or by direct visualization using a fiberoptic instrument. No other organs are at increased risk for injury. Rptr feels that the method of data entry needs to be fixed, either the month should be entered by using the noun (ie april) or the computer should respond with a noun (april) and not a number.